Event description:
It was reported an fms was ordered for a pt due to diarrhea. Immediately after insertion, a small pinhole at the inflation valve allowing [an] air leak" was noted. The fms was removed and discarded. No pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info was available at the time of the report. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Additional information was received on august 26, 2015. Third party manufacturer reviewed the batch records for lot# 13fm0003b and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. No broken inflation valves were found. Eight samples from different lots along with one from lot 13fm0003b were tested by injecting 60ml of air into the balloon inflation port and observed for 10 minutes to see if there were any leaks or breaks. After 10 minutes the diameter of the balloon was measured and for the one sample from lot# 13fm0003b the outside diameter only decreased by 0.28mm. The air was removed from the balloon and 45ml of water was injected. No blockage, leakage or breakage was noted at the time of injection or after 24 hours. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).